Event description:
During an implant procedure, an increase in capture threshold hold and high pacing impedance was observed on the right ventricular lead. The physician suspects the cause of the event was related to the repetitive use of the lead helix during lead positioning. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of increase in capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.